Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report a hardware error that occurred on (B)(6) 2015. Patient stated that they had dropped their receiver in water the previous night. At the time of contact, no injury or medical intervention was reported. Additionally, the receiver was exposed to water. The dexcom g4 platinum continuous glucose monitoring system states: keep the receiver dry. Do not spill fluids on it or drop it into fluids.